Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2172 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the catheter hub was cracked once catheter was removed from packaging. No other information was provided.